Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic bypass, when creating gastrojejunostomy, the device was not moving at the same time it was attempted to open. Two full turns counterclockwise to open the device, however no click sound was heard which was an indicator that two full turns were made. It was also noticed that the surgeon was having trouble removing the stapler. When the stapler was removed from the anastomosis it was not tilted. The surgeon opened the stapler a little more, but the anvil did not tilt. The stapler was inspected after the case and it was not possible to get the anvil off of the stapler. The anvil was physically tilted and it made a loud crack noise and then it was able to be removed from the stapler. There was no patient injury.